Event description:
(B)(4). Started gaining weight, bloating, gas, pelvis cramps, problems with menstrual cycle.

Event description:
#Medwatcher #followup2 #FDA mw5041334, #(B)(4). I now have joint pain in my shoulder, fingers, heel of my foot, and knees. I had my tubes and coils removed on (B)(6) 2015; I had scarring and cysts.

Event description:
(B)(4). Also had hair loss, pain in left foot and upper arm, frequent migraine headaches, brain fog and lack of energy.